Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported pixel artifacts that concentrated in the central image area, and interference occurred during inspection for use involving an olympus colonovideoscope. The customer suspected that this issue was due to a defect in the charged coupled device (ccd) unit there was no patient injury reported.